Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and caused a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified a loose row board cable after removing cubie pockets, powered down the device, reseated all cables, and restarted the device. The fse confirmed normal operation, and the customer successfully recovered and inventoried the drawer. Preventive maintenance was completed with no further issues reported. The system functioned as intended after the field service engineer repaired the device.